Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to a non-specific malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4136 lead, implanted: (B)(6) 2008; 0175 lead, implanted: (B)(6) 2010; cd3257-40 ICD, implanted: (B)(6) 2014. (B)(4).